Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade at the base and the tip. As a result, instrument failed the energy recognition test. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message " tighten assembly".

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument stopped working. The customer replaced the instrument. A fragment fell into a patient but was retrieved during the same procedure. X-ray was performed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. It is unknown what surgeons believed was the cause of the instrument breakage. The instrument was in use for two hours prior to the issue. The surgeon did not notice any issues were functionality of the instrument during the case. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside of the patient during an instrument type collision. The instrument was removed during the surgical procedure. The surgeon did not feel any resistance upon removal of the instrument through the cannula. Upon the final removal of the instrument: the wrist was straightened. The surgical staff did not feel any resistance upon the removal of the instrument, did not notice any damage to the cannula or the instrument after the event occurred. The procedure was completed robotically with no injury to the patient. The customer has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return.